Manufacturer narrative:
The sheath hemostasis hub cap inside diameter measurement was within specifications. In addition, a leak was noted at the hemostasis valve and the proximal and distal ends of the handle during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals, consistent with the leak observed at the hemostasis valve. In addition, the handle of the introducer was opened and the pull wire windows were noted to be torn, consistent with the leak observed at the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the pull wire window damage is consistent with damage during use. The cause of the kinks, as well as the torn seals and subsequent leak is also consistent with damage during use.

Event description:
During an ablation procedure, when the catheter was replaced, it became stuck in the agilis approximately halfway between the handle and the distal end. The catheter could not be advanced and was withdrawn. The dilator was attempted to be placed in the sheath however the dilator could not be passed either. There were no visible kinks in the sheath on fluoroscopy. An attempt to aspirate blood was made, and no blood was withdrawn initially, however air bubbles were noticed in the syringe and there was leakage at the handle. Eventually blood was aspirated without any evidence of thrombus. Additional attempts were then made to pass both the dilator and a gauge wire were made; however the dilator would not pass. The wire was eventually advanced through the end of the agilis and the sheath was exchanged over the wire. The new catheter advanced through the new agilis sheath without difficulty and the case proceeded with no adverse patient consequences.